Manufacturer narrative:
The manufacturing records were reviewed and no manufacturing or inspection discrepancies were found. The implants were made according to specification. The implants were visually and microscopically inspected. There were two abrasions on the rod consistent with set screw placement. One of the abrasions extended to the edge of the rod. Two out of the three set screws had abrasions on the rod contact surface of the rod that were uniform across the center of set screw. The other set screw had only one abrasion on one half of the rod contact surface. The abrasions near the edge of the rod and on the rod contact surface of one of the set screws, in addition to the x-rays, indicate that the length of the rod may have been a contributing factor in the initial set screw back out. It is possible that once this set screw backed out, the construct was compromised, thereby likely leading to the other two set screw back outs. The records will continue to be monitored for incidents of this nature.

Event description:
Set screws backed out approximately 1 month post op. Patient was revised..